Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. The reporter stated that the pump was emitting a constant vibration. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump booted to the verify screen with audible tones and vibrations. A continuous vibratory alarm was then emitted, and then a call service alarm was emitted. The pump was opened and a defective internal component was found. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.